Event description:
It was reported that insulin from the back of the reservoir was leaking into the reservoir chamber. It was stated that the customer woke up with high blood glucose of 28.3mmol/l and ketones. It was stated that the customer's blood glucose was treated with a bolus and hours later with a manual injection of 3.0 units. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specification. Ran priming in insulin pump. Reservoirs passed per inspection. No leaks/o-rings defects were found during test. Inspected one opened and used reservoir. Performed manual prime and high pressure test per specification. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.